Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose value was 28 mg/dl. The customer treated for low blood glucose with orange juice. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.